Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found full breach outer insulation degradation noted at 4.6 cm ¿ 4.7 cm ,4.7 cm ¿ 4.8 cm, and 7.9 cm ¿ 8.0 cm from the connector pin.